Event description:
It was reported that the patient experienced an unusual episodes of seizures and that the magnet was not working to abort the seizures. The patient last used the magnet successfully on (B)(6) 2013 and also 10 weeks prior to that date. On (B)(6) 20103 it was reported that the patient is back to normal and has stopped seizing. Attempts are in progress for additional information.

Event description:
Attempts for additional information were made to the physician, but were unsuccessful to date.